Event description:
A surgeon reported an increase of rainbow glare on an unk number of pts within a two month timeframe. Attempts have been made to obtain additional info, at this time additional info has not been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional info, at this time additional info has not been received. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).